Manufacturer narrative:
The investigation is still on-going. A follow-up report will be submitted once the evaluation is complete.

Event description:
The doctor was performing a bone marrow harvest procedure. There was a syringe attached to the harvest needle. The piston was drawn so hard that it lost contact with the syringe and at the same time the doctor felt that the needle broke. He withdrew the needle and the tip with the side holes remained in the hip bone of the patient. The patient was sent to the orthopedic department for consultant and they said nothing had to be done if the patient wasn''t in pain. As later discovered, the patient is in pain but that´s what they know at the moment.

Manufacturer narrative:
The device history records and inspection records were reviewed, and no similar concerns were found. A review of the returned product from the customer was performed. Visual inspection found that the cannula was broken from the distal edge, and the complaint was confirmed. The exact root cause is unable to be determined with confidence; however, the issue is most likely due to excessive force used during the procedure. Since the issue is due to excessive force applied to the device when the syringe disconnected, no corrective action is not required at this time. There are no indications that the product was manufactured incorrectly.